Event description:
It was reported that the device was implanted in 2001. The device was revised in 2006 due to osteolytic cyst forming at the medial screws in the tibia.

Manufacturer narrative:
Evaluation codes: no product was returned for evaluation. Device history records indicate that the device was manufactured and packaged to specification.